Event description:
The customer reported the ventilator shut down while in use on a patient. The customer reported there was no patient harm. Upon evaluation, the manufacturers service technician reported there was no ac mains power and upon power on of the ventilator it would try to power on via the backup battery but would alarm and shut down due to the battery being depleted. The service technician reported finding the ac power cord was pulled out of the back of the ventilator and was not making contact. Review of the ventilator's diagnostic log verified the device was operating on battery power until it depleted, at which time the ventilator will shut down and alarm as specified due to loss of power. The service technician reseated the power cord to correct the finding and ac power was again present. Applicable final testing was performed and tests passed to operating specifications. Upon loss of ac power the ventilator will switch over to backup battery power to continue operation. Per the esprit operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from battery power should be discontinued.